Manufacturer narrative:
B:5 correction. Additional information to event description intervention was performed on the same date and endurant stent grafts were implanted as treatment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the reported endoleak was confirmed on the films provided; however, the cause or type of endoleak could not be fully determined. Sequential post-implant CT¿s over the 10 years of implantation were not available for review and the stent graft in-vivo configuration could not be fully evaluated. It seems most likely that the observed endoleak was a type iiia junctional separation endoleak due to insufficient component overlap. It is possible that disease progression over the 10 years of implantation of the devices may have contributed to decrease in the component overlap but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1620c95ee, serial/lot #: (B)(4), ubd: 25-jul-2012, UDI#: (B)(4). Product ID: enlw1616c80ee, serial/lot #: (B)(4), ubd: 15-jul-2012, UDI#: (B)(4). Product ID: enew2020c80ee, serial/lot #: (B)(4), ubd: 20-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment. Over ten years later, the patient presented with a ruptured aneurysm, it was thought the rupture was due to a suspected fracture of one of the pre existing grafts from the original evar. It was reported there was significant extravasation of contrast from left side of inferior aneurysm sac. The bleeding originates from the junction of the right evar limb (contralateral side) with the limb extension constituting a type 3/4 endoleak. It is unknown which stent graft contained the endoleak and suspected fracture. The cause of the event could not be determined. No additional clinical sequelae were provided and the patient will be monitored.